Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system was found to not be heating up quickly. The over temperature alarm was also reported to not be working. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.